Event description:
Procedure type: low anterior resection. According to the reporter: two ta staplers failed during a procedure. Stapler failed to deploy staples. On second fire/click mechanism. Staples were removed from the field. A third stapler was used to complete the procedure. As such the first 2 were resected before opening as was the third. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. Unknown if reinforcement material was used. The last known patient status as per the reporting entity was no problem with the patient

Manufacturer narrative:
(B)(4).